Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he woke up and the insulin pump was disconnected. His blood glucose level was 400 mg/dl. The customer's belt clip broke. The device was not returned.